Event description:
The hcp reported that the pt was presenting with "possible signs of intrathecal baclofen overdose". "Pt is somnolent, but tone is normal." A refill was performed on the previous monday with no change in the dose or concentration. A follow-up report will be sent if additional information becomes available.